Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg crt-d, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had high and unstable thresholds, and inability to consistently capture. Approximately a week later, the right ventricular (rv) lead had high impedance and a confirmed fracture. Both of the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.